Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Arjohuntleigh received a customer complaint where it was reported that during the transfer of resident with minstrel lift and sling, resident slipped out of sling. As a consequences resident sustained a femur fracture. An investigation was carried out into this complaint. When reviewing similar reportable events, we have not found a cases with similar fault description on minstrel device (slid out of sling). It has been established that the lift device (minstrel) and the sling system was being used for patient handling at the time of the event. No malfunctions regarding the lift as well as sling were found that could have caused or contributed to the event, it appears it contributed to the event possibly due to a use error. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient). 3. A sling detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Please note that the first scenario is more in line with the description of the event. Based on the information documented in complaint file, it was noted that wrong size of sling was used. Please note that the passive loop sling instruction for use contains the following warning: "warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". No malfunctions were reported regarding the the lift (minstrel) and the sling which work as a system and that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to the all steps concerning choosing the sling for transfer and correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 11th of april 2017 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from wheelchair to bed with minstrel lift and sling, patient slipped out of sling and fell to the floor. As a consequence of the event the patient sustained a femur fracture. It was indicated that the wrong size of sling was used.